Event description:
A customer contacted beckman coulter regarding an erroneously low prostate specific antigen (psa) result from a single patient sample that was generated by the unicel dxl 800 access instrument. A patient sample was tested for psa and a result of 2.017ng/ml was obtained. Based on available information, the customer compared the psa result with past test records and discovered the previous result was higher. The customer then tested the original sample for psa on a different instrument in the customer's lab. Psa result obtained from the different instrument was 4.883ng/ml. It is unclear if the erroneous result was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention attributed or connected to this event.

Manufacturer narrative:
Qc and system check information was not provided. Pre-analytical sample handling information was not supplied. There were no event log errors or result flags associated with this event. A field service engineer (fse) was dispatched to the customer's lab: the fse conducted diagnostic and carry over testing; all results passed. The fse replaced a substrate pump assembly and obtained pump priming failure due to the substrate not following through the substrate selector valve. The fse replaced the selector valve. The fse indicated that the probable root cause of the erroneous results was due to intermittently short delivery of the substrate. Hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.